Manufacturer narrative:
Complaint of overheating could not be reproduced. A visual inspection was performed on the product and no damage was observed. Product passed functional test; no overheating or errors occurred during 12 hour testing. All functions perform as expected. After the evaluation the root cause for the reported issue cannot be confirmed with confidence. In a review of the device history record, no indications to suggest the device did not meet product specifications were found.

Event description:
It was reported that the camera control unit overheated during use before an ankle arthroscopy procedure. A backup was used to complete the procedure. No injury or complications were reported.